Event description:
It was reported that during a low anterior resection procedure, the clips failed to close and make the staple line. Manual suturing was used to complete the procedure which was prolonged 20 minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received void of staples, with washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.